Event description:
It was reported that the lead's bipolar impedance is 280 ohms while the unipolar impedance is 320 ohms. The patient was in atrial fibrillation and the system had programmed to vvir. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.